Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 40 mg/dl. The customer was treated for the low blood glucose with food and glucose tablets. Customer's blood glucose level was 150 mg/dl at the time of the call. The customer mentioned that her pump suspended and her basal kept running on the pump. The customer also mentioned high readings in range of 200-500 mg/dl. The product was not returned for analysis.